Event description:
It was reported during a routine removal procedure, three driver tips broke. A broken screwdriver tip was embedded in the screw head. The screw head was then removed with a carbide drill so that the plate could be removed. The plate was removed; however, the tip of the screw remained in the patient. This report is related to report numbers 3025141-2023-00318, 3025141-2023-00319, and 3025141-2023-00320 for the other devices involved in this event.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device model number and batch/lot number is unknown.